Event description:
Information received indicates the brake will engage but the casters continue to swivel.

Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.